Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) goal was not met during a patient¿s treatment on a fresenius 2008t hemodialysis (hd). The facility administrator (fa) provided additional information during followup. The machine was programed to a uf goal of 3000 and treatment time of 3:15 hours. However, the staff noted that the patient¿s pre and post weights were nearly the same. The machine pulled approximately 500 of the expected 3000 programmed goal. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The fa stated that the uf function was not turned off or adjusted at all throughout the patient¿s treatment. Per the fa, the machine remains out of service awaiting evaluation by a fresenius field service technician (fst).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) goal was not met during a patient¿s treatment on a fresenius 2008t hemodialysis (hd). The facility administrator (fa) provided additional information during followup. The machine was programed to a uf goal of 3000 and treatment time of 3:15 hours. However, the staff noted that the patient¿s pre and post weights were nearly the same. The machine pulled approximately 500 of the expected 3000 programmed goal. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The fa stated that the uf function was not turned off or adjusted at all throughout the patient¿s treatment. Per the fa, the machine remains out of service awaiting evaluation by a fresenius field service technician (fst).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.